Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars were intact. The seal on the lower housing were missing. The device shows age related signs of wear and tear, but no visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. On 2021-10-26 a bd plastipak 50ml syringe was selected. The syringe was filled with 50ml. A few seconds later the error code "plunger malfunction" occurred. In the same second, also the error code "syringe catched" occurred. The reason for the alarm could not be clarified. 2.4 syringe size detection was checked according to the final test protocol. Also, the function of the piston brake was tested. The piston brake caught the syringe during the syringe exchange, after the syringe has been gripped from the claw mechanism the piston brake resolved the syringe. No malfunctions were detected. 2.5 the device was disassembled, and the inside was investigated. No visible damage was found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The malfunction could not be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "freeflow". According to the customer: "reason of complaint: bd refill syringe will be used with the space perfusor. The siliconensegment let go of the plunger, the syringe has emptied under gravity".